Event description:
Customer reported receiving erratic readings on their blood glucose monitor. Customer reported receiving readings of 20 mg/dl and 179 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
The "date received by manufacturer" on follow-up #1 report should have reflected the date of 20 may 2010. As per the arrangements discussed with the office of surveillance and biometrics at FDA, this MDR is being submitted for correction as explained to the agency in a 16-jun-11 letter addressed to (B)(4).